Event description:
After the successful placement of the stent (subject device) in the left middle cerebral artery (mca), it was reported that the pt experienced a tia with contralateral symptoms post procedure. Cerebral angiograms were performed and found evidence of restenosis with slight progression of stenosis.

Manufacturer narrative:
Info obtained from a boston scientific postmarket retrospective study. Device manufacture date. Unk as the batch number was not provided.